Manufacturer narrative:
This device is available for analysis but has not yet been received.  A review of the manufacturing documentation associated with this lot 17181456 was performed and revealed no anomalies during the manufacturing and inspection processes.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Following inflation of a lesion with an aviator plus, there was resistance felt in a non cordis sheath and the balloon was retracted by force. The balloon was replaced with another device to finish the procedure. There was no reported patient injury. The product will be returned for analysis. The target lesion was the left superficial femoral artery. The patient's vessel level of tortuousness and calcification were unknown. The rate of stenosis was 100%. A cross-over approach was made. A guide wire (6f destination, terumo), a guiding sheath (6f mach 1, boston scientific), and a micro catheter crossed the cto lesion. Several guide wires (chevalier, fmd and 9x40 astato, st. Jude medical) also crossed the lesion. A balloon catheter (3mm saber pta) inflated in the lesion, and an aviator plus was delivered to the lesion. After several times of inflation, the aviator plus was removed. However a resistance felt in the guiding sheath and the balloon was retracted by force. Therefore the balloon was replaced with a new balloon (same size saber pta). A stent was implanted in the lesion. The procedure finished successfully. Additional information was received that there was no difficulty removing the product from the hoop, difficulty removing the balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. It is unknown if the balloon catheter kinked while being used. The balloon was intact upon removal from the patient. (B)(4).

Manufacturer narrative:
Additional information was received that there was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally. The product was removed intact (in one piece) from the patient.  Additional procedural details were requested but are unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Following inflation at a lesion with an aviator plus there was resistance felt in a non cordis sheath and the balloon was retracted by force.  The balloon was replaced with another device to finish the procedure.  There was no reported patient injury. The target lesion was the left superficial femoral artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was 100%.  A cross-over approach was made. A non-cordis guide wire, a non-cordis guiding sheath, and a non-cordis micro catheter crossed the cto lesion. Several non-cordis guide wires also crossed the lesion. A balloon catheter (3mm saber pta) inflated in the lesion, and an aviator plus was delivered to the lesion. After several times of inflation, the aviator plus was removed. However a resistance felt in the guiding sheath and the balloon was retracted by force. Therefore the balloon was replaced with a new balloon (same size saber pta). A stent was implanted in the lesion. The procedure finished successfully. Additional information was received that there was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally.   The product was removed intact (in one piece) from the patient.  Additional procedural details were requested but are unknown. The product was returned for analysis. One non sterile catheter aviator plus .014 4.0x40 142cm balloon catheter was returned. Per visual analysis no anomalies or damages were noted in the device. The balloon had been inflated and deflated. Per dimensional analysis the distal tip inner diameter lumen was measured and no anomalies were found. The od proximal seal was found within dimensional specification. Per functional analysis a 0.14¿ guide wire (lab sample) was inserted through the catheter from distal tip/inner lumen and no resistance/friction was felt during the test. The balloon catheter was then inserted and withdrawn through a 4f cordis catheter sheath introducer with no resistance friction felt. A device history record (DHR) review of lot 17181456 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire lumen- resistance/friction¿ and ¿pta/ptca system- withdrawal difficulty - through sheath¿  were not confirmed by analysis of the returned device as functional and dimensional analysis was performed successfully. The exact cause of the reported event could not be determined but may be related to procedural or handling factors as the procedure describes the use of a number of products to complete the procedure successfully. According to the instructions for use ¿caution: if strong resistance is met during advancement or withdrawal of the balloon catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Note: if the balloon cannot be withdrawn through the guiding catheter, withdraw the balloon catheter and guiding catheter as a single unit.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device was returned and was updated accordingly.   The completed engineering report will be submitted within 30 days upon receipt.